Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted several locations where the tubing was melted. Resistance and pressure testing confirmed the anode conductive path was not electrically continuous due to melting which exposed the anode conductor. The damage is consistent with electrocautery damage most likely occurring during the explant procedure. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned and is being evaluated in boston scientific's post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific (bsc) crm received information that this ventricular lead had been exhibiting rising impedance measurements ranging from 350 ohms to 720 ohms noted in (B)(6)2007. All other lead measurements were acceptable and there were no stored episodes. The patient's physician was going to perform a chest x-ray and continue to monitor the lead. Three years later, the lead safety switch (lss) had been triggered due to out of range ventricular impedance measurements. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced.